Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that when the patient¿s pump ¿went bad the first time¿ it made a sound that was ¿very similar¿ to a more recent event when the pump would go off about every ½ hour and sounded like ¿de-do-de-do-de-do¿ (please refer to manufacturer report # 30042091 78-2013-23546). The medication delivered by the device system was not provided. It was later reported that the pump was replaced in 2010. Additional information has been requested but was not available at the time of this report.